Event description:
Patient contacted inspire to report nerve pain two months after implant of the inspire system. Physician attributed pain to tunneling during the implant procedure and prescribed pain medication (lyrica) to address the pain. Physician expects pain to resolve with the natural healing process.